Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with notice draining and filling slowly messages during fill and drain stages and m38 treatment data error alarms that occurred during an unknown phase and cycle of treatment. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered on the external of the cassette. Fluid leaked from an unknown source but felt it wet on the bottom of the cassette. Fluid was not discovered in the pump module area. The patient was advised regarding the notice draining and filling slowly messages, and m38 cycler alarms. The patient was advised to call for live troubleshooting. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with notice draining and filling slowly messages during fill and drain stages and m38 treatment data error alarms that occurred during an unknown phase and cycle of treatment. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered on the external of the cassette. Fluid leaked from an unknown source but felt it wet on the bottom of the cassette. Fluid was not discovered in the pump module area. The patient was advised regarding the notice draining and filling slowly messages, and m38 cycler alarms. The patient was advised to call for live troubleshooting. Additional information was requested but was not received to date.